Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and wires being exposed issue was observed. Initially, it was reported that during the operation, the magnetic sensor issue/error was displayed. A second device was used to complete the operation. There was no adverse event reported on patient. (Error code '116' was displayed). The issue with magnetic sensor error is not MDR reportable. Additional information was received on (B)(6) 2023. It was reported that there was damage near the spline area of the catheter which resulted in wires being exposed. The damage did not result in any lifted or sharp rings. There was no resistance nor difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. With the additional information received, this was assessed as MDR reportable. The awareness date is (B)(6) 2023.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and wires being exposed issue was observed. Initially, it was reported that during the operation, the magnetic sensor issue/error was displayed. A second device was used to complete the operation. There was no adverse event reported on patient. (Error code '116' was displayed). The issue with magnetic sensor error is not MDR reportable. Additional information was received on 05-jul-2023. It was reported that there was damage near the spline area of the catheter which resulted in wires being exposed. The damage did not result in any lifted or sharp rings. There was no resistance nor difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. With the additional information received, this was assessed as MDR reportable. The awareness date is 05-jul-2023. Photo analysis details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, error 116 "20 pole a: catheter sensor error" was observed on carto 3 screen. A drop water was observed on the tip of the catheter; however, no exposed wires or damages were observed on the tip of the pentaray catheter. A manufacturing record evaluation (mre) was performed for the finished device 31009151l number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The customer complaint regarding a magnetic sensor error was confirmed based on the picture received; however, the exposed wires on the device condition reported by the customer cannot be confirmed based on the photos provided since no damage or exposed wires were observed on the spines of the device. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).